Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon interrogation, the right ventricular lead exhibited non- sustained right ventricular oversensing due to noise. No patient symptoms were reported. The patient will continue to be monitored.

Event description:
New information states that lead explant was discussed. The patient was stable and will continue to be followed.

Event description:
New information states that the right ventricular lead was noted to be fractured. The patient presented for lead replacement procedure on (B)(6) 2019. During the procedure, it was noted that the helix would not retract. The lead was removed. Shortly after the lead removal, a drop in blood pressure was observed. Cardiopulmonary resuscitation was initiated. Pericardial effusion was seen for which pericardiocentesis was performed. The lead perforated the right ventricle. Pericardial effusion was noted to re-accumulate. Emergent sternotomy and rv exploration was performed. The patient was stable later.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. For the first segment, external insulation abrasion was noted at 7.2-8.2 cm from the connector pin consistent with lead friction to the device can breaching the non-functional cable lumen and rv cable lumen. The etfe coating for the non-functional cable was abraded at this location while the rv cable lumen etfe coating was intact at this location. For the second segment, internal insulation abrasion was noted at 8.0-9.4 cm and 13.1-14.9 cm from the distal tip breaching the rv cable lumen and 10.5-12.0 cm from the distal tip breaching the re cable lumen. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.5-8.8 cm from the distal tip. The inner lumen was not damaged in this region. Internal insulation abrasion under the rv shock coil was noted at 3.7-4.2 cm from the distal tip breaching the non-functional cable lumen, re cable lumen and the inner lumen. The non-functional cable and the ptfe liner were abraded at this region. The re cable coating was not damaged in this region. This is consistent with the observation from the field of rv lead noise.